Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot and stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports to have experienced keypad anomaly. Customer reports that b button is not functioning. Customer's blood glucose was 120 mg/dl to 130 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.